Event description:
It was reported that the pressure was too high.

Manufacturer narrative:
The valve was explanted in 2008. The implant date is unknown. The returned device was a strata 2, adjustable delta valve, regular instead of a peritoneal catheter as reported. The valve was patent and passed siphon, reflux, and leak testing. The valve was within specifications for all pressure-flow and preimplantation testing @ 0cm hp. The valve was not within specification for pressure-flow testing @-50 cm hp. Debris within the valve may interfere with the mechanism resulting in low pressure-flow results. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.